Event description:
It was reported that magnesium sulphate (5g/ 110 ml bag) was expected to infuse over 3 hours as a secondary infusion, and appeared to infuse faster than expected in 30 minutes. No patient harm was reported. At 06:40 the medication was started, and at 07:10 the nurse went to change the primary plasmalyte bag and noticed the entire contents of the magnesium bag had infused. Hospital biomed conducted an investigation and determined that a backcheck valve failure on the primary bag had occurred, and lab testing revealed a high presence of magnesium was present in the primary plasmalyte bag. Normal saline was also infusing via another line at the time of the event. Received a copy of the customer's cmdsnet program report from health canada which states, "magnesium sulphate 5g was administered as a secondary infusion at 06:40. It was to infuse over 3 hours. At 07:10 (30 min later) the nurse went to change the primary plasmalyte bag and noticed the entire contents of the magnesium bag had infused. Lower mainland biomedical engineering identified primary tubing set back check valve failure for this incident. Laboratory analysis identified the presence of the secondary medication in the primary bag."

Manufacturer narrative:
The customer¿s report of back check valve failure was confirmed the primary set and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received sets during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were immediately noticed going into the primary bag. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The check valve failure was due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The particle was identified to be acrylic. The root cause for the presence of the acrylic particle was not identified.

Manufacturer narrative:
Concomitant medical product: non-bd secondary set,100 ml baxter bag p38478, exp mar20, 0.9%, magnesium sulfate. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided

Event description:
It was reported that magnesium sulphate (5g/ 110 ml bag) was expected to infuse over 3 hours as a secondary infusion, and appeared to infuse faster than expected in 30 minutes. No patient harm was reported. At 06:40 the medication was started, and at 07:10 the nurse went to change the primary plasmalyte bag and noticed the entire contents of the magnesium bag had infused. Hospital biomed conducted an investigation and determined that a backcheck valve failure on the primary bag had occurred, and lab testing revealed a high presence of magnesium was present in the primary plasmalyte bag. Normal saline was also infusing via another line at the time of the event. Received a copy of the customer's cmdsnet program report from health canada which states, "magnesium sulphate 5g was administered as a secondary infusion at 06:40. It was to infuse over 3 hours. At 07:10 (30 min later) the nurse went to change the primary plasmalyte bag and noticed the entire contents of the magnesium bag had infused. Lower mainland biomedical engineering identified primary tubing set back check valve failure for this incident. Laboratory analysis identified the presence of the secondary medication in the primary bag."